Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's pocket site came open. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the pocket site was checked for infection and no signs of infection was found. Reportedly, the ipg site was cleaned and the ipg was implanted back at the same location.